Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had a subdural hematoma right after implant (B)(6) 2015 per the healthcare professional (hcp). The patient reported headache following implant that ¿may have been a spinal headache-unsure.¿ soon after implant the patient deteriorated mentally and was taken to the hospital where the issue was discovered. The patient described it as ¿having a brain aneurysm¿ but the hcp diagnosed it as a subdural hematoma. Burr holes had to be drilled to relieve the pressure in the patient¿s brain and a shunt was placed. The patient was taken to the intensive care unit (ICU) and has since gone to rehabilitation. The manufacturer¿s representative was asked to interrogate the pump to check function on the date of this report. The patient noted they had been on coumadin previously but it had been stopped prior to pump and catheter implant. The reporter stated they would contact the hcp to gather more information. The pump was used to infuse morphine (unknown). No outcome was reported for this event. Follow up was conducted to obtain additional information but was not available at the time of this report. If additional information is received a follow up report will be sent.